Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.

Event description:
This patient was enrolled in a post-market surveillance clinical study in response to a 522 order. The patient underwent pelvic floor repair with the device including apical vault suspension and cystocele repair. The procedure was completed without complications on (B)(6) 2014 with the xenform device. On (B)(6) 2014 the patient experiences spontaneous rectal pain of moderate severity. The physician assessed the pain as related to a muscle spasm and prescribed diazepam, hydrocodone, dulcolax and citrate of magnesia. The physician assessed the event as pelvic floor probably related to the index procedure and possibly related to the device. The patient is currently recovering.